Event description:
On (B)(6) 2014 a call was received from an eye care professional¿s (ecp) representative to report that a pt was initially seen (B)(6) 2014 for a red, itchy od while wearing acuvue oasys lenses. The pt was referred to the emergency department. The pt was seen in the ecp¿s office for follow-up visits on (B)(6) 2014. After removing the lens from the od, the od became more red and painful. The pt was diagnosed with a marginal ulcer od and treated with moxeza and pataday drops, and erythromycin ointment. F/u (B)(6) 2014: pt was improving, resumed lens wear; redness returned od, pred forte gtts added. F/u: (B)(6) 2014: pt c/o ¿temporary haze¿ od and was referred to a corneal specialist. On (B)(6) 2014 the referring ecp reported the corneal ulcer od was not in the va and was non-infectious. The ecp advised that he/she thinks the event may be an ¿immune system response and not really the lenses¿ and the event was one continual event due to the possibility of an immune system response. Additional information was requested, but not received. A lot history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00hl8d was produced under normal conditions. The product has been requested for return for evaluation, but has not yet been received. If additional information is received, will report within 30 days of receipt. Corneal ulcer may or may not be a serious reportable event. This is being reported as worst case. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
(B)(4). Five sealed blisters and one sealed six-pack were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Date of this report: 23dec2014.